Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned/non-emergency. The procedure was completed by pushing c-arm manually. It was reported to philips that the c-arm is unable to perform geometry movements. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found issues with recalling positions and movements stopping halfway through and requested onsite support. The philips field service engineer (fse) went onsite and checked the system with the customer, and they stated that there are some errors with the geometry of the stand and table. To resolve the issue, the fse calibrated the bodyguards and performed a monitoring diagnostic on the proxy sensors in the stand. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned normally on the same system by pushing the c-arm manually with no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.